Event description:
The customer contact reported air in the tubing. The tubing set was being used to deliver an unspecified concentration of kabiven via a gemstar pump. No specific pump programming was provided. After an unspecified length of time in use, it was reported that an unspecified volume of air was noted at an unspecified location in the tubing. No report of air being delivered to the patient. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The international affiliate was contacted and information on reprocessing of the device was requested. No response has been received. This report represents all the information known by the reporter upon query by hospira personnel.